Manufacturer narrative:
(B) (4). Conclusion: based on the investigation performed, the reason for the poor osteointegration could not be evaluated. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that there was a poor osteointegration on the acetabular side.